Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported use after expiration date appears to be user related. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling. Device used after expiration: it should be noted that the rx acculink instruction for use states: note the product use by date specified on the package.

Event description:
It was reported that a 7-10/30 acculink ii had expired on the 31 march 2015 and it is suspected that the expired acculink ii stent was recently implanted or used in a patient after the expiration date. The head nurse acknowledged that an expired acculink ii may have been used recently; however, it is unknown which patient. There was no report of any patient adverse effect. No additional information was provided.